Event description:
In 2002 the end-user called medtronic minimed and stated that luer braking when is twisted into syringe. In 2003 maersk medical received the complaint and 10 unused sets and 6 used sets.